Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Further, device specific info was not provided, precluding a device history record search.

Event description:
Revision of optetrak knee components. Reason not reported. This event report was received through clinical data collection activities.